Manufacturer narrative:
The pump was received with normal operating currents and passed the self-test, unexpected error, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The pump was monitored and no unexpected failed battery test alarms occurred during testing. The pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, and scratched reservoir tube window.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they received failed battery test. The customer's blood glucose level at the time of incident was over 600mg/dl. Troubleshoot was conducted and the device alarmed for failed battery test. The customer was advised the pump would be replaced and returned for analysis.